Event description:
During an in-clinic follow-up while performing a threshold test, intermittent capture, fusion, and r-wave amp variation were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.